Event description:
A past low blood glucose event was reported by the customer, which occurred due to entering the wrong amount on the bolus screen. The customer's blood glucose level dropped to 20 mg/dl, requiring assistance from their daughter, who provided food and juice. There was no injury resulting from this incident, though the customer did lose consciousness. The customer was advised by technical support to consult their healthcare provider to discuss potential factors affecting blood glucose levels.